Manufacturer narrative:
(B)(4).

Event description:
It was reported that no rise rate alert on the mobile app occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.